Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer provided a photo showing a burn in the patient's axillary region, with the electrode overlapping multiple skin folds, consistent with improper pad placement and poor skin contact. The instructions for use (IFU) r2041-04 rev. L instructs users to place pads on flat skin surfaces and avoid skin folds, especially under the breast or in obese patients, and warns against trapping air pockets which can cause arcing and burns. During an onsite visit, zoll reviewed these instructions with the customer, and emphasized the importance of the IFU recommendations. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a male patient (age unknown), the attached pads left reddening/burns on the patient. Complainant indicated that there was adverse effect to the patient due to the reported malfunction.